Event description:
A report was received that the patient's ipg was starting to push out of the skin, showing redness at the site. The patient will undergo an ipg replacement procedure due to the slight tilt of the top portion of the battery that was causing rubbing or friction, irritation, and sometimes soreness to the patient's skin.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was only relocated. It was also reported that the location of the ipg was rubbing against the patient¿s pants and causing a callus. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's ipg was starting to push out of the skin, showing redness at the site. The patient will undergo an ipg replacement procedure due to the slight tilt of the top portion of the battery that was causing rubbing or friction, irritation, and sometimes soreness to the patient's skin.